Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The provider notes that patients are not weighed. This is the first of two complaints, see manufacturer report for the second complaint : 3011649314-2019-00521 ((B)(4)).

Event description:
It was reported that the inclusive tapered implant failed. The patient bone grade ii. The patient has a history of smoking. The patient presented on (B)(6) 2018 for primary procedure on tooth #13 and on (B)(6) 2019 presented for the second stage procedure. Upon exam the provider notes "red/swelling and pus" and an infection. The provider also noted the device loss integration. It was at that time the device was removed. The patient current status is noted as, "good/grafted."

Manufacturer narrative:
Section e1: initial reporter name corrected from (B)(6) as it was misspelled at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in the original package. The part was verified to be an inclusive tapered implant 3.7 mm x 8.0 mm x 3.5 mm (70-1070-imp0005) using the radiographic template (gd-437-091015). The returned implant had no defect or non-conformity and the threads were intact. Bone debris was observed from the implant. Root cause: lost osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts.